Event description:
The device was used during a procedure on the bowel. Reportedly, the staples was missing. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.